Event description:
It was reported that during use it was discovered that the catheter was damage with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: catheter damaged after attempting to use it.

Manufacturer narrative:
H.6. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use it was discovered that the catheter was damage with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, translated from spanish to english: catheter damaged after attempting to use it.